Manufacturer narrative:
Product ID: 3387s-40 lot# v477171, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead product ID: 37601 lot# serial# (B)(4), implanted: 2013 (B)(6), product type implantable neurostimulator product ID: 3387s-40 lot# v477171, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead product ID: 7436 lot# serial# (B)(4), product type programmer, patient product ID: 7482a40 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type extension product ID: 7482a40 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).

Event description:
It was reported there was an infection. The device was explanted due to the infection.